Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Suture deployed in subcutaneous tissue can be affected by numerous factors including, but not limited to, a manufacturing deficiency, user technique, and patient anatomical conditions. Patient anatomy may contribute to the reported lack of arterial marking. A femoral angiogram revealed no presence of vessel calcification or lesions, but the arteries were tortuous. The prostar xl instructions for use (IFU) state do not use the prostar xl pvs device if the marker lumen is not patent. Marking was not achieved from the device marker lumen when the sutures were deployed. Therefore, the likely cause for the reported suture deployment in subcutaneous tissue instead of the artery is the deviation from the IFU. A review of the lot history record did not reveal any nonconforming material report associated with this lot. A query of the complaint handling database was performed and there was no indication of a lot specific product quality deficiency. A product quality deficiency was not noted. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested, to include lumen patency and proper suture placement in the tissue model, to verify the functionality of the device.

Event description:
It was reported that prior to an abdominal aortic endoprosthesis procedure, pre-close placement of the sutures was successful in the left and right common femoral arteries (lcfa) (rcfa) using prostar xl devices. Reportedly, after suture deployment in a 20f sheath size rcfa puncture site, the knot was advanced to the artery surface, but a bit of bleeding continued that required a couple of additional surgical sutures next to the prostar xl sutures. It was believed that the hole of the artery was too big for the prostar xl device. Reportedly, during prostar xl device deployment in the lcfa through a 14f sheath size puncture, proper arterial luminal marking was not achieved from the device marker lumen. During needles deployment, when force was applied to pull the needles at the barrel, the sutures did not close the artery because they were deployed in subcutaneous tissue instead of the artery. The site was surgically sutured to achieve hemostasis. It was believed that the incident occurred due to the prostar xl device not being advanced enough in the artery at the beginning of deployment, but could not be confirmed. There were no reported adverse patient sequelae. The physician is reportedly in training in the use of the prostar xl device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The first prostar xl is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4).